Event description:
It was further reported that the lead had failure to capture that was sustained.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced an increase in thresholds, sensing amplitude decrease, and impedance increase. The lead was capped and replaced. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).